Event description:
It was reported that the user experienced repeated infusion set occlusions with the ilet using an inset infusion set, including alerts for occlusion and a consecutive stalled motor, resulting in persistent hyperglycemia up to 360 mg/dl for about 12 hours until supplies were changed; the user later discontinued the ilet and returned to a different pump. Customer care agent provided support which included review of device logs and user-reported troubleshooting and education. Investigation of this case revealed occlusions that were only resolved after a full supply change, with prior attempts limited to refilling tubing without replacing components, and a rewind followed by a large fill volume suggesting reuse of the prior cartridge. Symptoms included irritability. Outcomes included no medical intervention. It was concluded that the event was related to an infusion set occlusion and stalled delivery, resolved by supply replacement, with user education provided on proper occlusion response and supply change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.